Manufacturer narrative:
Correction b5: the oxygenator was used to complete the procedure. Correction h3: this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a pixie oxygenator, it was reported that the operation process proceeded as usual. After running circulation extra-corporelle (cec) for 2 minutes at full flow, the arterial blood was red at the time. After 3 minutes, it began to paralyze the heart. The time to paralyze the heart was approximately 6 minutes. After 12 minutes, the nurse checked the arterial blood for gas and they detected black arterial blood. The nurse reported it to the doctor. It was discovered that it was due to an issue with the oxygen source. The customer replaced it with an oxygen tank to increase the oxygen level to 7 liters to check. The debit was increased at the same time. The customer added 2500 iu of heparin. The customer checked the gas but they observed that the blood condition did not improve. The customer called the doctor, however, the phone had no signal. At that moment, the doctor went into the operating room to time out the second surgery. The doctor called and ran back into the support room. At that time, the time ran out. The cec was running for approximately 20 minutes. The doctor handled the procedure. They removed the oxygen tank, plugged the hospital's oxygen source back into the system and repeated the same checking process as the previous doctor did but they also reduced the debit. After the doctor adjusted the parameters, the oxygen improved moderately. About 25 minutes of running cec, after completing the repair and opening the aortic clamp, the heart started beating again. However, after the surgery, the patient died due to a lack of oxygen to the brain. Although, the heart was beating again. The device was replaced to complete the procedure. The patient was deceased.